Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic partial nephrectomy, when the surgeon attempted to open the sleeve, it was detached. Opened another. Operating time extended: less than 30 min. No tissue damage. Nothing fell into the cavity. No bleeding. The last patient status: good.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned device. Visual examination of the expandable sleeve revealed that the radially expandable sleeve was received with the sleeve disengaged from the body of the device. During the evaluation, it was determined that the sleeve was damaged during clinical application. A review of the device history record indicates this device lot number was released meeting all quality specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend for sleeve damage. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.